Manufacturer narrative:
N/a - not sold in USA. . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rfa. The return electrode was applied sideways at the left femoral region and was attached firmly. There was no accumulation of liquid etc. A hot dog warming blanket was placed on the lower body and a thick towel was placed on the return electrode so that the return electrode did not touch the skin directly. The return electrode was also not attached to the skin firmly on the opposite side. The output was started at 60w and was increased by 10w every 1 minute and almost constant with 140w after 8 minutes. There was an alarm that "high energy was detected on the return electrode" in 12 minutes 43 seconds with no break (according to the physician, the site was near the vena cava and break was hard to occur). The nurse performed a confirmation (not visual confirmation) by touching the return electrode and the vicinity of the return electrode and no abnormality was observed. Ablation was performed continuously as it was not getting hot. The maximum output during ablation was 110 to 140w. After the procedure, burn injury occurred when confirming the attachment site of the return electrode. When peeling off the return electrode, the skin was also peeled off. The burn injury site was applied gentamycin and protected with gauze.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rfa. The return electrode was applied sideways at the left femoral region and was attached firmly. There was no accumulation of liquid etc. A hot dog warming blanket was placed on the lower body and a thick towel was placed on the return electrode so that the return electrode did not touch the skin directly. The return electrode was also not attached to the skin firmly on the opposite side. The output was started at 60w and was increased by 10w every 1 minute and almost constant with 140w after 8 minutes. There was an alarm that ""high energy was detected on the return electrode"" in 12 minutes 43 seconds with no break (according to the physician, the site was near the vena cava and break was hard to occur). The nurse performed a confirmation (not visual confirmation) by touching the return electrode and the vicinity of the return electrode and no abnormality was observed. Ablation was performed continuously as it was not getting hot. The maximum output during ablation was 110 to 140w. After the procedure, 3rd degree burn injury occurred when confirming the attachment site of the return electrode. When peeling off the return electrode,the skin was also peeled off. The burn injury site was applied gentacin and protected with gauze. The patient will receive skin grafting.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the gel on the pad was intact and free of any voids. The term cover was in place. The pad had continuity. The pad was recognized when plugged into the generator. The pad or the cool tip did not give any errors on the generator. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.